Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. A cold restart of the monitor did not clear the message. The customer requested a quote to order a loudspeaker. The report is considered confirmed. The customer ordered the part and the replacement speaker was shipped. The customer assumes responsibility for the speaker replacement. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting institution phone #: (B)(6). E1 reporter phone#: (B)(6).

Event description:
The customer reported a loudspeaker fault. There was no audible sound. It is unknown if the device was in use at the time of the event. There was no adverse event reported.